Manufacturer narrative:
Returned device was received in used physical condition. The top case was chipped and cracked. Evidence of reported problem in event log was found. During the evaluation of the device, it was found that the motor assembly no longer operates properly as a result of normal wear. Replacing the motor assembly cleared the problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was having motor issues. There were no reported adverse events.